Event description:
Per complaint (B)(4), a patient experienced a dental implant fracture. The failed implant was removed for later implantation. No patient impact was reported.

Manufacturer narrative:
Provided device evaluation information and updated evaluation codes to reflect result.